Event description:
Dealer stated that the 3grx power chair goes forward when the user is trying to go in reverse, intermittently. The chair will slow down or stop, none of the lights will shut off, chair just stops. You have to either jiggle the joystick wire or turn it off and back on to make the chair function.